Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when the package was opened, the syringe of the arterial blood collector had no scale marking,".